Manufacturer narrative:
Four devices were received for device analysis. Two photos were provided prior to the return of the devices. Visual inspection and functional testing were performed during the investigation. The photos that were provided confirmed the reported complaint. The returned devices passed the functional testing that were performed. The reported complaint could not be replicated or confirmed on the returned devices. The probable cause of the reported alarm is unknown.

Manufacturer narrative:
E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error message about occlusion. They tried to troubleshoot the device, but it still alarmed for occlusion. There was unknown patient involvement.

Manufacturer narrative:
H3: two pictures were attached to the complaint. Occlusion was detected in the photos received considering the failure mode reported. The reported issue was confirmed, however the root cause was not determined. If the sample is received, the complaint will be reopened.